Event description:
The customer discovered questionable free triiodothyronine (ft3) results when the doctor questioned the results for two patient samples. Data was provided for 19 patient samples. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The ft3 reagent lot number was 17384501 with an expiration date of 06/30/2014. The fsr found there was a damaged cell tube on one of the measuring cells and replaced it. To verify the analyzer operation, he ran precision testing with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.